Event description:
Patient 2. Patient on high dose propofol infusion. Infusion requiring changing every 6-10 hours. Infusion was changed by the night team and ran out at 11.00. New syringe prepared and added to existing infusion line. Within 20 minutes bedside nurse noticed that propofol was leaking onto the floor (small puddle of medication on the floor). Propofol stopped and new infusion/giving set prepared and changed. On examination of propofol syringe and giving set is was observed that syringe was securely attached to giving set and was not leaking at screw connector. There was a hole in the giving set on the hub where is connects to the syringe and medication squirted out of the hole under pressure. 6 hours later, the new propofol syringe/giving set was found to be leaking as well. Appropriate action taken by bedside team - propofol infusion changed and both sets of equipment kept for return to manufacturer.

Manufacturer narrative:
Initial MDR submission with device evaluation. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.